Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient thought that they had a bladder infection. The patient had already contacted their healthcare provider (hcp) at the time of the call. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.